Event description:
Related manufacturer reference number: 2017865-2021-38207. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) and right atrial (ra) lead exhibited a failure to sense and a failure to capture. Upon a chest x-ray, it was observed that the rv and ra lead exhibited dislodgement. No resolution was taken. The patient was stable.

Event description:
New information noted that the right atrial lead (ra) was capped and the right ventricular lead (rv) was explanted and replaced on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.